Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the value was measured normally then the measurement is stopped. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  The sensor was determined to be functioning as designed., other, other text: e1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported "the value was measured normally then the measurement is stopped." No patient impact or consequences were reported.